Event description:
The patient was revised because of loosening, osteolysis, and wear.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported device loosening or polyethylene wear; however, the reported pt large physical stature in combination with athletic activity level could be contributing factors. Based on the investigation findings, the need for corrective action is not indicated.